Event description:
The patient had a left total device placed in 2001. The left total joint was removed after five years. During the explant surgery, the screws were found to be loose. Additionally, during surgery, the zygomatic arch was found to be missing.

Manufacturer narrative:
The manufacturer received the explant form for the 2006 surgery. The form stated that the device did not cause or contribute to a death, life threatening injury or illness. It was noted on the form that there was permanent damage to cranial base. In reviewing the information received, the patient received a device in 1989. The bone condition noted in the operative report is symptomatic of what was seen in vitek/silastic patients. Add'l lot number is 9388.